Event description:
Pt getting an epidural anesthetic. Needle -spinal withacre 27ga 3 1/2 in plst hub ster dispo- broke off and she retained foreign body. Spinal consultation obtained. Exploratory surgery conducted. Needle retrieved in its entirety. Pt in satisfactory condition post op.